Manufacturer narrative:
The allegation is against one of three leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(4), batch: 7767108. Common device name: lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(4), batch: 18874854.

Event description:
It was reported that the patient is not receiving effective coverage from one of their leads. Surgical intervention may be taken to address this issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.